Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It has been reported that a versacross connect laac access solution kit was selected for use for a left atrial appendage closure procedure. A perforation and pericardial effusion occurred. During the procedure, the physician mentioned that they initially had difficulty getting the rf wire into the svc, they then opened a guidewire, still had no luck. Eventually, there were able to get the rf pigtail wire into the svc. They stated that the fossa ovalis was small, and decided to go anterior low/mid for the transseptal. Immediately after transseptal, they saw dense bubbles in the aorta. When they checked on the echocardiogram, they noted a rapidly growing effusion near the right ventricle. The effusion was tapped, 350 cc drained, and it began to lessen with no re accumulation. The drain was left in place and the patient was moved to the intensive care unit (ICU). No further information was provided.